Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and hemorrhagic stroke. Subsequently, the customer was hospitalized. The cause was not provided. Blood glucose level not provided. Tandem technical support made multiple follow up attempts, however, no response received.